Event description:
The complainant reported that while the patient on impella support was ambulating and just off wall power, the automated impella controller (aic) alarmed battery level low and percentage dropped to 50% within minutes of walking. After about 30 seconds the battery became full again without being plugged in. The aic was exchanged and there was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information provided in b1, b2, h1 and h6.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. Data review: console logs were consistent with what was reported in the complaint. Device analysis: console was tested and the reported battery level low alarm issue could not be reproduced during testing on an engineering lab bench. There were no evident battery issues observed while running the batttest utility on telnet. Conclusion: the likely cause of the reported battery level low issue was a momentary communication glitch between the power battery manager (pbm) and the batteries. B3 date of event was erroneously entered on the initial manufacturer device report number. H8 was erroneously selected on the initial manufacturer device report number.